Event description:
Patient claims her knee dislocates. The medical records indicate the patient was revised because the insert spun 90 degrees and wedged in the knee with the knee in extension.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported events; however, provided information indicates patient soft tissue was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.